Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous and severely calcified vessel below knee. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the 4th inflation at 12 atmospheres in 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.